Event description:
It was reported that an ilet device was dropped, resulting in a cracked screen and the device becoming unresponsive and stuck on a page. Symptoms included no reported clinical effects. Outcomes included no impact to the user¿s health and no medical intervention. Investigation included a review of the complaint details and an assessment for device damage and usability. Investigation of this case revealed physical damage to the display consistent with accidental drop, with device interface locked and non-navigable. It was concluded that the event resulted from accidental physical damage to the device¿s screen, with no evidence of a device malfunction related to manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.